Event description:
A non healthcare professional reported that there were faulty lenses.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned with the overwrap removed from the carton (not returned). All packaging inserts were returned. The reported complaint of does not match the returned product. The peel pouch with the lens case inside and lens visible inside the lens case was returned manufacturing sealed. The returned product does not support the reported complaint. The peel pouch with the lens case inside and lens visible inside the lens case was returned unopened and manufacturing sealed. Information was provided in the file that the customer does not want to be contacted for further information. The manufacturer internal reference number is: (B)(4).